Event description:
This spontaneous report was received on (B)(6) 2011 from (B)(6) regarding a consumer (age, gender unspecified) reporting on self from (B)(6). On an unspecified date, the consumer started using reach (B)(4) floss waxed for dental cleaning (lot number 0041d, route- dental, expiration date unspecified). After an unspecified duration, the consumer reported that when trying to cut the floss the blade (cutter) broke off and fell to floor. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case.

Manufacturer narrative:
This is a foreign follow up report that is being submitted as a serious injury for a product that is same/similar to a us marketed product. The date of this submission is (B)(4) 2012. This report is being submitted to correct the follow up manufacturer report number previously submitted on (B)(4) 2011 from 8041101-2011-00018 to 8041101-2011-00016. This closes out this report unless other additional significant information is received.

Manufacturer narrative:
(B)(4). This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on (B)(4) 2011, from (B)(6) regarding a consumer (age, gender unspecified) reporting on self from (B)(6). On an unspecified date, the consumer started using reach johnson and johnson floss waxed for dental cleaning (lot number (B)(4), route- dental, expiration date unspecified). After an unspecified duration, the consumer reported that when trying to cut the floss the blade (cutter) broke off and fell to floor. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case. Additional information received on (B)(4) 2011: the complaint sample was received by (B)(6) qa on (B)(4) 2011. Returned for evaluation was one container of j&j reach unflavoured waxed floss. Lot (B)(4). The container&apos;s lid was removed and the container was empty. The product and lot number were verified based on the returned sample. A review of the batch record for this lot indicated that all release requirements were met and no non-conformances or abnormal situation related to the complaint event description was found. Retain sample for lot (B)(4) were visually examined according to product specification: cutter not damaged.